Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument tip fractured. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument and completed the device evaluation. The instrument was analyzed, and it was found that the broken piece was not returned. Size of missing piece is approximately 0.106¿ x 0.517¿. Components adjacent to the broken blade do not show damage. Intuitive surgical, inc. (Isi) obtained the following additional information: the instrument tip was fractured during use. The customer took about 50 minutes to retrieve all fragments that fell inside of the patient during the same procedure. X-ray was performed to check for the fragments. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.